Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per the DHR review the lot number tjmrhb corresponds to product code y291h40 verified in quality system. Ecm product code w6977. Please provide the product code along with the lot number associated with this complaint.

Event description:
It was reported that a patient underwent a uterine suspension surgery under general anesthesia procedure on (B)(6) 2024 and suture was used. It was reported that the suture suspension was required during the operation, but the suture broke during use, increasing the surgical risk and affecting the surgical process. Immediately replace other batches of suture and the suspension operation can be completed normally. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported that "but the suture broke during use, increasing the surgical risk and affecting the surgical process" * please provide more details about how the surgical process was affected. Was there any modification to the surgery or postoperative care? * please provide more details about the surgical risk observed. * were there any patient consequences? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: received information as following from sales rep via phone today. Tjmrhb malfunction lot mismatch per the DHR review the lot number tjmrhb corresponds to product code y291h40 verified in quality system. Ecm product code w6977. Please provide the product code along with the lot number associated with this complaint. --unknown corrected information: d4, UDI d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Lot number is unknown.